Event description:
It was reported that the or staff called in during a case to report a power bump at the hospital, which resulted in the da vinci system not working. The caller mentioned that the or lost power, and after rebooting the da vinci system, an error persisted. The tse recommended performing a hard reboot on the system. After the hard reboot, the error reappeared upon power up, with logs showing a 311/307/297 error. The tse explained that the system would require service from a field service engineer (fse) and suggested swapping to another da vinci system if available. The caller mentioned having an xi system and stated that one of the instruments was grasping tissue. The customer used the emergency stop button and the instrument release kit (irk) to release the instrument from the tissue and successfully removed all instruments from the arms. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: it was a urology procedure. The customer moved to another room with an xi. The procedure was delayed by 80 minutes. The customer used a manual release with the allen wrenches to release the instrument from tissue. There was no unexpected tissue removal.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue, therefore the fse reprogrammed the system consoles in order to resolve the reported problems. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to system faults and communication failures on multiple nodes from all system consoles. The issue was resolved by reprogramming the system consoles.